Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to bra rolls back on (B)(6) 2020 using the cooladvantage, coolcurve+ contour applicators, who developed paradoxical hyperplasia (pah/ph) after treatment, diagnosed on (B)(6) 2020. Tissue described as firmer than the non treated areas.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to bra rolls back on (B)(6) 2020 and on (B)(6) 2020 using the cooladvantage, coolcurve+ contour applicators, who developed paradoxical hyperplasia (pah/ph) after treatment, diagnosed on (B)(6) 2020. Tissue described as firmer than the non treated areas.

Manufacturer narrative:
Continued additional device info. : (B)(4). This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.